Manufacturer narrative:
While it has been indicated that the device from the reported event will be returned to angiodynamics for evaluation, it has not yet arrived. Upon receipt of the sample / completion of the investigation, a supplemental medwatch will be submitted. (B)(4) not yet returned to manufacturer.

Event description:
As reported by angiodynamics' distributor in the (B)(6), " lumen of a 5fr. Bioflo PICC through which parenteral nutrition was being delivered cracked on day 19 of use." The device was removed and replaced. It has been indicated that the used catheter will be returned to angiodynamics for evaluation.

Manufacturer narrative:
Angiodynamics has been informed by the original event reporter that this complaint is a duplicate of another complaint they reported. The other complaint (angiodynamics complaint #(B)(4)) has been investigated and reported to the FDA on medwatch 1317056-2017-00003. This complaint, represented by medwatch 1317056-2016-00176, is therefore being cancelled in angiodynamics' complaint system. ((B)(4))